Manufacturer narrative:
Unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2018, the patient underwent an unknown procedure involving placement of intramedullary nailing of the femur. While impacting the nail inserter, the impactor tip broke off inside of the unknown nail jig. The case was successfully completed without impact to the patient. The nail jig and impactor were no longer usable. It is unknown if there was surgical delay. Patient outcome is stable. Concomitant devices reported: unknown nail inserter (part #, lot #, quantity #1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: visual inspection: upon visual inspection, it was observed that the threaded driving cap was broken at its distal end at its most proximal thread. The fracture surface appears homogenous with no voids, dark spots, or other irregularities in the metal. The distal, broken-off portion tip of the threaded driving cap was returned lodged into the frn radiolucent insertion handle. There is very little surface wear on the remainder of the device. The received condition was determined to agree with the complaint description and therefore the complaint is confirmed. Dimensional inspection: due to post-manufacturing deformation, dimensional inspection could not be conducted. Document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The exact cause of the complaint condition cannot be determined as the handling and the usage of the device are unknown. However, the complaint condition aligns with the issue addressed breakage of the driving cap is consistent with the result of excessive force applied that is beyond the yield limit of the material. Investigation conclusion: the distal threads of the driving cap were observed to be broken; thus, the complaint is confirmed and no new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed. Device history lot: part: 03.010.523. Lot: 8718709. Manufacturing site: bettlach. Release to warehouse date: 27. Feb. 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.